Manufacturer narrative:
Root cause: the guidewire is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was submitted to (B)(4). In its response, (B)(4) stated it could not determine a root cause due to a sample being unavailable for evaluation. The device history record was reviewed, and it indicates that the reported lot number was final inspection tested and determined to be acceptable. Corrective action: in its scar response, (B)(4) stated a corrective action is not being taken. Investigation summary: an internal complaint ((B)(4)) was received indicating a guidewire (part number 77-8546, lot not provided) became uncoiled inside the patient. A sample was not returned for evaluation. A photograph of the defective product was provided and confirms the reported complaint. The guidewire is supplied to deroyal by (B)(4). A supplier corrective action request (scar) was issued to (B)(4). The supplied photographs also were forwarded to (B)(4). A response was accepted october 19, 2016. Because the lot number for the finished good was not provided, the investigator was unable to review the work order for discrepancies that may have contributed to the reported incident. The bill of material for the finished good was reviewed and the raw material part number was identified as 5-8546. The raw material lot number supplied by (B)(4) was identified as 10675181. The 2014-present scar and supplier notification letter (snl) logs were reviewed for similar complaints. None were identified. Preventive action: a preventive action is not being taken at this time. The investigation is complete at this time. This report will be updated if new and critical information is received.

Event description:
A guidewire being used during a cath lab procedure became "uncoiled" while inside the patient. The doctor was able to remove the wire from the patient. No injury was reported.

Manufacturer narrative:
An internal complaint (call (B)(4) was received indicating a guidewire (part number (B)(4), lot not provided) became uncoiled inside the patient. A sample was not returned for evaluation. The guidewire is supplied to deroyal by lake region manufacturing. A supplier corrective action request (scar) was issued to lake region. A response has not been received as of the date of this report. Because the lot number was not provided, the investigator was unable to review the work order for discrepancies that may have contributed to the reported incident. The 2014-present scar and supplier notification letter (snl) logs were reviewed for similar complaints. None were identified. The investigation is ongoing at this time. This report will be updated when new and critical information is received.

Event description:
A guidewire being used during a cath lab procedure became "uncoiled" while inside the patient. The doctor was able to remove the wire from the patient. No injury was reported.